Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation: uterus') and genital haemorrhage ('general abnormal bleeding') in a 24-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovarian syndrome, migraine and fatigue. Previously administered products included for birth control: yasmin from 2000 to 2005. Past adverse reactions to the above products included pregnancy with yasmin. Concurrent conditions included female sterilization. Concomitant products included drospirenone + ethinylestradiol (yasmin). On 6(B)(6)2006, the patient had essure (ess205) inserted. In (B)(6)2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2007, the patient experienced alopecia ("hair loss"). In (B)(6)2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6)2007, the patient experienced pelvic pain ("pain: pelvic/unable to hold child due to pain"), nausea ("nausea"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: abdominal/pain: right/left abdomen"), migraine ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression/psych injury") and polycystic ovaries ("pcos (polycystic ovarian syndrome)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy). Essure (ess205) was removed on (B)(6)2007. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, depression and polycystic ovaries outcome was unknown and the alopecia, migraine, nausea, weight increased, dyspareunia and female sexual dysfunction had resolved. The reporter considered abdominal pain, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, polycystic ovaries, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: received treatment for pain: pelvic , abdominal pain, bleeding: general abnormal bleeding, migration and perforation. Insertion detail: the essures were placed with good technique, good anatomic and hemostatic effect exactly according to manufacturer's directions. The right fallopian tube had three loops in the endometrial cavity, the left fallopian tube had seven loops of the essure in the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Ultrasound scan - on (B)(6)2007: normal in size uterus measuring 7.5 x 3.3 x 4.3 cm. The endometrium was noted to be fairly homogenous and not thickened. An echogenic somewhat linear appearing device was in the endometrial cavity was described in the fundal portion extending into the isthmus of the uterine horn. No adnexal masses were seen. Ovaries were measured to be normal and also normal in appearance.. Ultrasound scan vagina - on (B)(6)2006: essure confirmation test(unspecified): result not provided; on (B)(6)2007: echogenic device in the fundal endometrial canal extending into the isthmus of the uterine horns, as described. The patient states a history of prior birth control device placement in (B)(6)2006. Otherwise unremarkable ultrasound of the pelvis.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, depression and migraines". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-nov-2019: plaintiff fact sheet received. Events¿ abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), fatigue, depression/psych injury, migraine/headache (previously reported as migraine) and pcos (polycystic ovarian syndrome) were added. This case is medically confirmed. Reporter, demographic, historical drug, medical history and concurrent conditions, lab data, essure model number was updated to essure #205, concomitant medication were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation: uterus') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain: pelvic"), abdominal pain ("pain: abdominal"), alopecia ("hair loss"), migraine ("migraines"), nausea ("nausea"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2007. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain and psychological trauma outcome was unknown and the alopecia, migraine, nausea, weight increased, dyspareunia and female sexual dysfunction had resolved. The reporter considered abdominal pain, alopecia, dyspareunia, female sexual dysfunction, genital haemorrhage, migraine, nausea, pelvic pain, psychological trauma, uterine perforation and weight increased to be related to essure. The reporter commented: received treatment for pain: pelvic, abdominal pain, bleeding: general abnormal bleeding, migration and perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2006: essure confirmation test(unspecified): result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. On -sep-2019: pfs received. Category of case changed to incident. Event injury is replaced by pain. New events abdominal pain, general abnormal bleeding, hair loss, migraine, weight gain, other, nausea, dyspareunia, apareunia, psych injury and migration/perforation: uterus were added. Lab data updated. Patient demographic added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation: uterus') in a 24-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovarian syndrome, migraine and fatigue. Previously administered products included for birth control: yasmin from 2000 to 2005. Past adverse reactions to the above products included pregnancy with yasmin. Concurrent conditions included obesity. Concomitant products included drospirenone + ethinylestradiol (yasmin). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced migraine ("migraines/headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain lower ("lower abdominal pain(both side)"). In (B)(6) 2006, the patient experienced fatigue ("fatigue") and depression ("depression/psych injury"). On (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia"), 1 month 21 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced pelvic pain ("pain: pelvic/unable to hold child due to pain") and nausea ("nausea"). In (B)(6) 2007, the patient experienced alopecia ("hair loss"). In (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("pain: abdominal/pain: right/left abdomen"), dysmenorrhoea ("dysmenorrhea (cramping)"), the first episode of polycystic ovaries ("pcos (polycystic ovarian syndrome)") and the second episode of polycystic ovaries ("polycystic ovarian syndrome") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, dysmenorrhoea, fatigue, depression and the last episode of polycystic ovaries outcome was unknown and the alopecia, migraine, nausea, weight increased, dyspareunia, female sexual dysfunction, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, uterine perforation, vaginal haemorrhage, weight increased, the first episode of polycystic ovaries and the second episode of polycystic ovaries to be related to essure (ess205). The reporter commented: received treatment for pain: pelvic , abdominal pain, bleeding: general abnormal bleeding, migration and perforation. Insertion detail: the essures were placed with good technique, good anatomic and hemostatic effect exactly according to manufacturer's directions. The right fallopian tube had three loops in the endometrial cavity, the left fallopian tube had seven loops of the essure in the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Ultrasound scan - on (B)(6) 2007: normal in size uterus measuring 7.5 x 3.3 x 4.3 cm. The endometrium was noted to be fairly homogenous and not thickened. An echogenic somewhat linear appearing device was in the endometrial cavity was described in the fundal portion extending into the isthmus of the uterine horn. No adnexal masses were seen. Ovaries were measured to be normal and also normal in appearance.. Ultrasound scan vagina - on (B)(6) 2006: essure confirmation test(unspecified): result not provided; on (B)(6) 2007: echogenic device in the fundal endometrial canal extending into the isthmus of the uterine horns, as described. The patient states a history of prior birth control device placement in (B)(6) 2006. Otherwise unremarkable ultrasound of the pelvis.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- new event lower abdominal pain and polycystic ovarian syndrome were added. Outcome of the event migraine was updated from unknown to recovered. Event of genital haemorrhage downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.